Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced an infection and skin over-growth at the implant site and was subsequently treated with an antibiotic ointment. The patient continues to be clinically managed by their healthcare provider. The implanted device remains insitu.